Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving fentanyl and baclofen via an implantable infusion pump for intractable spasticity. It was reported that the patient needed to do an end of life shutdown/a complete shutdown. The hcp stated that the pump came through the skin and needed to be replaced eventually but it had to be shut down because it was basically contaminated because it had been out of the body. It was noted the erosion started at least 6 months ago or so as they had this issue with their previous pump. The patient's body was rejecting the new pump also. The hcp stated they were going to have it removed and let it heal and put it in a different location in the future but for now the pump was alarming and they could not maintain the pump anymore and it was infected. The agent walked the hcp through how to enter the code for permanent shutdown. The troubleshooting steps that were taken on the call resolved that issue.